Event description:
Package inserts of each product do not agree on proper procedure. These products are intended to be used together, however, mfrs do not agree on instructions for use. This creates confusion on correct testing procedures inside /outside lab when trying to establish best practice. There have been no safety or integrity issues. This remains a controlled test, but is not user friendly due to inconsistencies in MFR instructions for use. One product states to dip in specimen for 1-2 seconds, the other directs the user to let the drop touch the strip.